Event description:
During an iontophoresis electrode treatment administered with dexamethasone, the pt received a burn on the elbow that blistered and scabbed from the active electrode. The burn was approx 1cm round in size. According to the physical therapist, the recommended treatment time of 40ma-minutes was not exceeded and the instruction for use were followed correctly. The administered drug, dexamethasone, was prescribed by the health professional and not sold with the electrode.